Event description:
On (B)(6) 2015 - reported deep vein thrombosis.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyb1431 showed no other similar product complaints from these lot numbers.